Manufacturer narrative:
A ge representative evaluated the system and reseated the video display pcb. System operates as intended. This MDR is related to ge healthcare complaint number.

Event description:
Customer reported the left monitor will not display images. No pt injury was reported.